Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a result of 296 mg/dl on her nova max blood glucose meter. The consumer did not feel that result was accurate, she subsequently experienced a hypoglycemic event which requested emergent foot intake to raise her blood glucose level. During the call to customer support, it was stated that the consumer did not control solution test her test strips before using as instructed in the directions for use. Troubleshooting during the call to customer support, a control solution test was performed showing the test strips to fall in range. The meter and test strips will be returned for evaluation.